Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was very difficult to enter and exit the sheath. After sputum removal, the lead was found to be unable to rotate freely in the sheath and the sheath was bent and deformed. The sheath was replaced. No patient complications have been reported as a result of this event.